Event description:
Device issue: difficult to deploy-thumb advancer, difficult to remove, failure to retract-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery of an obese patient after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered. After clip deployment, resistance was felt during device removal. An attempt was made to remove the device with the aide of the access ports and the safety release, but both were unsuccessful. The device was removed by "applying pressure on the artery and pulling." Once the device was removed it could not be confirmed if the clip had deployed on the artery or remained in the device. Manual compression was applied for less than 10 minutes to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): the device was received. Investigation is not yet complete. Device code: 2017 - patient selection.